Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging a onetouch ping meter was reading inaccurately compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 3:30 pm, she obtained a reading of ¿433 mg/dl¿ and self-administered 11.25 units of humalog according to the reading. The patient reported she started feeling nauseated, weak and was perspiring at about 7:30 pm, 4 hours later. The patient reported she checked on the subject ping meter and obtained a reading of ¿330 mg/dl¿ compared to ¿44 mg/dl¿ on another meter. The patient reported she drank a glass of (B)(6). The patient reported she checked herself at 8 pm, and obtained ¿267 mg/dl¿ on the ping meter compared to ¿96 mg/dl¿ on the easy to go meter. The patient reported she checked herself again at 8:30 pm and obtained ¿269 mg/dl¿ on the ping and ¿48 mg/dl on the easy to go meter. The patient reported she retested at 9:15 pm and obtained ¿300 mg/dl¿ on the ping and ¿41 mg/dl¿ on the easy to go meter. The patient reported she then drank a glass of orange juice and checked her blood glucose again at 10:30 pm and obtained ¿104 mg/dl¿ on the easy to go meter. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The patient¿s test strip vial was in good condition as well. The cca discovered the patient¿s test strips were expired or stored improperly. However a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged meter reading high, she was unable to control his blood glucose effectively and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (04/12/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and 4/2/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.